Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. There are 2 devices involved in this event: 1222780-2022-00277.

Event description:
It was reported that on 2022 an acessa procedure was performed, when the physician went to use the handpiece, got rf sys error 8048, the physician did a hard reset and then got a cj check error, they powered off/on, and it still did not work. They used a second handpiece and when they went to use it, they noticed that the console temp which should have been at or around 37 and was at 0 celsius so it was unable to be used. The procedure had to be aborted and rescheduled. The patient was under general anesthesia and the physician had already inserted two trocars and the disposable handpiece. No injury to the patient and no additional information available.